Event description:
It was reported that a deployment needle broke in the patient during a procedure. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained as a result of this fracture. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.